Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach was further described as due to ¿the patient¿s lack of sterile technique¿. The patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was unknown if dianeal/extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon receipt of additional information, the cause of the peritonitis was further described to be due to an exposed wound (not further specified) at the patient¿s peritoneal dialysis (pd) exit site along with an ineffective dressing at the site. The dressing was described by the patient as ¿not sticky enough and coming off during the night". The dressing involved is a non-baxter product. Based upon this new information, a review of the clinical circumstances reasonably suggests that the pd disposable has not caused or contributed to the reported event of peritonitis. Therefore, the baxter pd disposable is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of the peritonitis was reported to be due to ¿poor handing washing¿ technique (previously reported as due to a breach in aseptic technique and then reported as due to an exposed wound). The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent and abdominal pain. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2.5 grams (route and frequency not reported). Four days after the newly reported onset date, the patient began treatment for the event with rifampicin, 300 milligrams, two times a day (route not reported). Nine days later, the peritonitis was resolved, the patient was recovered and the treatment with vancomycin was discontinued. On an unreported date, the treatment with rifampicin was discontinued. On an unreported date, the patient was retrained on proper aseptic technique. Cassette, minicap, titanium adaper, drain bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with ¿green and red antibiotics¿ for three weeks, 2 pills in the morning and 2 pills in the evening (not further specified). On an unreported date, the patient recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.